Manufacturer narrative:
Uf/importer report: the user facility submitted (B)(4) for this event. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml exactamix eva tpn bag had leaked from a pin-sized hole along the seam of the bag. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: the user facility submitted mw5075245 for this event. The device was received for evaluation. Visual inspection revealed that the bag was leaking. Functional testing was performed and revealed a leak from the top right-side seam of the bag. Microscopic inspection of the area revealed a tear/hole in the bag. The reported condition was verified. The cause of the condition was not determined. To address this issue, the supplier of the component has been notified of the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.